Event description:
Patient was having a laparoscopically assisted vaginal hysterectomy (lavh). At the conclusion of the vaginal portion of the procedure, the surgeon placed the vital vue on the patient's abdomen. The surgeon inspected the abdominal cavity laparoscopically and began to close the abdominal incision. The operating room nurse then started to remove equipment off of field. The nurse disconnected the vital vue from the fluid and power source. Once the incisions were closed and dressed, the surgical drapes were removed. At that time there was a blistered, white area approximately 1 inch by 2 inches on the upper left thigh near the groin. Silvadene cream was ordered for application.